Event description:
Our affiliate is reporting to us that during an arthroscopic acl /meniscal repair, the silicone tubing of 3 rapidloc meniscal fasteners came off of the deployment needles during the meniscal repair portion of the procedure and fell into the pt's joint space. Each time the tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt complaint devices discarded at user facility. Also see associated mdrs 1221934-2010-00349 and 1221934-2010-00351.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.